Manufacturer narrative:
(B)(4). Carefusion received additional information from the customer regarding patient involvement for this reported incident.

Event description:
The customer reported the respiratory therapist (rt) staff noticed the suspect device and was unable to change parameters while doing routine ventilator checks. The suspect device continued working with programmed parameters. The customer reported no reports of patient consequence is associated with the event. The customer reported the end-user swapped the unit out and took the unit out of service.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the defective part was scrapped. Due to the part not being returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen was freezing up. The customer performed touchscreen calibration testing and was unable to duplicate the reported issue. At this time, it is unknown whether or not there was any patient involvement associated with the event.